Event description:
According to the reporter: the stapler became stuck on the tissue. The surgeon used another stapler over the previous one to correct the issue without any problems. The stuck stapler had to be cut off, causing unanticipated tissue loss.

Manufacturer narrative:
(B)(4).